Event description:
Subsequent to the initially filed emdr report, additional information was obtained: there was a misunderstanding with the distributor and the initially reported failure was reported in error. An unspecified failure occurred. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported unspecified failure was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B5 - describe event or problem: updated h6: medical device problem code 1142 was removed.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a prostyle device after an interventional endovascular aneurysm repair procedure with a 7f sheath. Reportedly after the plunger was removed, there was no suture present. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.